Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to shoulder dislocation. Reportedly, patient was reaching for a drawer in the kitchen at waist level, when grabbing and pulling the drawer out, her left shoulder dislocated. Previous surgery date is unknown, as well as product information of pre-existing implant. During revision, the surgeon removed the pre-existing liner (part number 1365.50.810) and replaced it with a new one and added an extension for humeral reverse body (part number 1352.15.001) to improve stability. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1954. The event occurred in the united states.